Event description:
A report was received that the patient¿s leads were coming out of the skin and there was an actual breakage of the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s leads were coming out of the skin and there was an actual breakage of the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information cannot be obtained regarding explant procedure.